Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 358 mg/dl at the time of incident and the current blood glucose of the patient was 600 mg/dl. Customer stated the other blood glucose was 358 mg/dl, 417 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was using manual mode. Customer experienced system such as abdominal pain. Customer treated with insulin pump. Customer did not allege pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly.